Manufacturer narrative:
Stained display window, cracked case at the display window corner, cracked battery tube threads, missing end cap sticker. Device received with depleted energizer alkaline battery installed at volts. Test energizer alkaline battery volts. Device passed the displacement test, rewind, basic occlusion test, occlusion test, excessive no delivery test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test. Device was unable to prime during prime test. Unable to determine the root cause of the prime anomaly due to insulin pump preservation. No damage noted on the tubing. Unknown liquid in tubing, bent cannula. Flow test was not performed per request.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was unknown. It is unknown if the reporting party stated that the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of the event. It is unknown if the customer was using sensors. No further details were available as this was a legal case. It is unknown if the caller agreed or declined to return the insulin pump for analysis.